Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (b)4). H3 other text : device not returned.

Event description:
It was reported that there was resistance when inserting the intra-aortic balloon (iab) through the sheath. The iab was removed and kink marks were confirmed. No conspicuous kink marks were found on the removed sheath, but there was resistance to passage through the gw when confirmed outside the body. Considering the risk of the sheath replacement procedure, therapy was discontinued because the patient's blood pressure was stable. There was no patient harm or adverse event reported.